Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. During the initial balloon inflation, the balloon could not be pressurized or expanded. After removal from the patient, the balloon was found to be ruptured and leaking fluid. The device was removed, and the procedure was completed using with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was located in the cephalic vein, and the balloon burst at 10 atmospheres during a 15 second inflation.

Manufacturer narrative:
E1: initial reporter address 2: (B)(6). E1: initial reported facility number - (B)(6).

Manufacturer narrative:
E1: initial reporter address 2: (B)(6). E1: initial reported facility number - (B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. During the initial balloon inflation, the balloon could not be pressurized or expanded. After removal from the patient, the balloon was found to be ruptured and leaking fluid. The device was removed, and the procedure was completed using with another of the same device. There were no patient complications as a result of this event.